Manufacturer narrative:
The information related to event in summary narrative has been updated and has been provided with this report. (B)(4).

Event description:
The customer¿s spouse reported via phone call that customer received emergency medical services from the fire department medical crew for low blood glucose on (B)(6) 2020. Blood glucose reading was 36 mg/dl. The customer stated they became unresponsive from their low blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was received emergency medical services from fire department medical crew for low blood glucose on unknown date. Blood glucose reading was 36 mg/dl. The customer stated they became unresponsive from their low blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.